Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump blank display. The customer¿s blood glucose was 264 mg/dl. Customer states that insulin pump was expose to moisture. Customer stated there was condensation in the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.